Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the patient side cart (psc) fiber cable at the backplane to resolve the issue. The system was tested and verified as ready for use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed multiple 319 errors. Node is not present at start-up. This complaint is being classified as a reportable event due to the following conclusion: the customer disabled arm 1 after the start of the procedure due to non-recoverable 319 error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic surgical procedure, they are getting a non-recoverable 319 error on arm #1. The staff rebooted system twice prior to calling in and no change. It was stated that all instruments were grasping tissue and they could not see anything because the scope was stuck in "self-test" state. A technical service engineer (tse) had staff get an instrument release kit (irk) tool. The staff had disabled arm 1 prior to calling in. The customer pushed the e-stop button to put into fault state and they were able to get the instrument in arm 1 to release tissue. The staff inserted the scope and arms 3 & 4 were not grasping tissue. The customer had completed the robotic portion of the case at that point and undocked the whole robot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.